Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -11.5/3.0/091 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2022. The patient experienced excessive vaulting. On the same date in a separate surgery the lens was explanted. It was noted "the patient is under consideration; and at the time of the second operation is uncertain". The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H3: device evaluation - lens was returned in vial dry with residue/debris on product. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
Claim#: (B)(4).